Manufacturer narrative:
No scrolling screen noted. No battery out alert noted. All operating currents are within specs. The insulin pump passed displacement test. No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked reservoir tube lip, cracked lcd window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was unknown. The customer reported the insulin pump's screen was scrolling after the moisture exposure. The customer also reported a button error alarm and battery out limit occurred on the insulin pump. Customer was unable to clear the alarms because the buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.